Manufacturer narrative:
(B)(4). The imaging system was returned to the manufacturer for evaluation. The system was disassembled and internal visual inspection discovered a burned capacitor on the internal printer power supply board and would have produced the reported display failure and the smell. Past experience has shown that this kind of component failure on the printer power supply can result in momentarily system functional issues, e.g.: failure to boot, failure to display, or a sudden shutdown. The damaged power supply board rendered the printer unusable. An unusable printer power supply should not cause any long term functional issues with the rest of the system and the system should still be functional. That was the reason that a field service engineer was able to turn the system back on to retrieve patient data for the customer. We could not conclusively determine the actual cause of the burned capacitor; however, this type of failure could occur due to a surge on the output or a random component failure. Manufacturer will continue to monitor complaints for this failure mode via our standard complaint review process and data review process. No further action required.

Event description:
It was reported when the customer turned on the system, after a while the monitor displayed nothing and there was a burnt smell coming from inside of s5x. There was no impact, injury or harm to the user or the patient. All reasonably known patient information is included in this report.